Event description:
It was reported to intervascular that during an axillo-bifemoral bypass procedure, the surgeon selected the intergard knitted collagen coated axillo bifemoral graft for implantation. Upon opening, the graft was removed from its sterile packaging and prepared according to standard practice. Saline wetting was performed for less than 5 minutes prior to use. The graft was then tunneled into position. Before any anastomosis was performed, the surgical team conducted routine flushing with normal saline to assess graft integrity. During this step, a leak was identified at the bifurcation junction of the graft. The graft then was removed from the patient field. Additional flushing tests were conducted outside the patient, which confirmed the presence of leakage at the same junction. A new intergard knitted collagen coated axillo bifemoral graft was selected and implanted. The procedure was completed successfully without further complications. The affected graft is available for further investigation. Complaint # (B)(4)

Manufacturer narrative:
(10/3233) it was reported that the involved device is available , it should be returned to intervascular for examination. (4109/213) the review of historical data indicated that no other complaint was reported for the same sterilization lot number 23l02. (3331/3233) the device history records review is ongoing, results are pending. (11) the investigation is still ongoing. A follow up report will be sent upon completion of the investigation.